Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is seroma and visibility/palpability. Reoperation has not been scheduled at this time.

Event description:
Patient reported seroma and visibility/palpability. This relates to the right side. Device remains implanted.